Event description:
Related manufacturer reference number: 2017865-2023-38961. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and the atrial (ra). No changes or interventions were performed. The patient was in stable condition.